Event description:
The customer reported a falsely elevated architect stat troponin-I result generated on the architect i2000sr analyzer for an 85-year-old male patient admitted for a fall. The following data was provided (customer¿s normal reference range: </= 0.19 ng/ml): on (B)(6) 2025, sid (B)(6). Initial result run in duplicate per laboratory procedure at 12:53pm = 0.3 and 0.28 ng/ml. Results from 3 subsequent draws: at 14:11 pm, sid (B)(6) = <0.03 ng/ml. At 17:02 pm, sid (B)(6) = <0.03 ng/ml. At 21:00 pm, sid (B)(6) = <0.03 ng/ml. The chief cardiologist questioned the initial result after reviewing the results from the subsequent samples. The customer confirms the patient was not admitted and did not receive any treatment because of the elevated troponin-I result. As part of troubleshooting, the customer repeated the initial sample (sid (B)(6)) on (B)(6) 2025. The customer ran the sample again on the original instrument (sn (B)(6)) and generated a result of < 0.03 ng/ml. The customer then ran the same sample on another analyzer (sn (B)(6)) and generated a result of < 0.03 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect stat troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 27173un24. The device history record was reviewed and did not show any nonconformances or deviations associated with complaint lot 27173un24. The overall performance of architect stat troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 27173un24 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 27173un24. Labeling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or product deficiency of the architect stat troponin-I reagent lot 27173un24 was identified.

Event description:
The customer reported a falsely elevated architect stat troponin-I result generated on the architect i2000sr analyzer for an 85-year-old male patient admitted for a fall. The following data was provided (customer¿s normal reference range: </= 0.19 ng/ml): on (B)(6)2025, sid (B)(6). Initial result run in duplicate per laboratory procedure at 12:53pm = 0.3 and 0.28 ng/ml results from 3 subsequent draws: at 14:11 pm, sid (B)(6) = <0.03 ng/ml, at 17:02 pm, sid (B)(6) = <0.03 ng/ml, at 21:00 pm, sid (B)(6) = <0.03 ng/ml. The chief cardiologist questioned the initial result after reviewing the results from the subsequent samples. The customer confirms the patient was not admitted and did not receive any treatment because of the elevated troponin-I result. As part of troubleshooting, the customer repeated the initial sample (sid (B)(6) on (B)(6) 2025. The customer ran the sample again on the original instrument (sn (B)(6) and generated a result of < 0.03 ng/ml. The customer then ran the same sample on another analyzer (sn (B)(6) and generated a result of < 0.03 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (same patient, different collection times). All available patient information was included. Additional patient details are not available.